Event description:
It was reported that an ilet pump was not keeping a charge and displayed repeated charge alerts, and attempts to charge using a wireless cell phone charger were unsuccessful; the issue aligns with a premature battery discharge associated with the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.